Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # l9333a. The device was received the jaw detached at the welding point. The jaws were returned with the active rod attached to the electrode and the lower jaw. In addition, the I-blade was broken off not returned. The blade was visually inspected and no evidence of body fluids were noted. It could not be confirmed that the instrument was sterile. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. However, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the scrub nurse opened the package and found that its tip was broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
Added additional information secondary analysis was performed on the device. The conclusion was that the breakage failure seen at the jaw interface to the shaft subassembly on return device is representative of a ductile breakage due to force. No component defect was identified. The force and twisting required to duplicate this failure cannot occur within the device packaging and shipping. All devices are functionally tested prior to packaging. The failure is assumed to be externally caused.